Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod coil and a non-penumbra microcatheter. During the procedure, the physician advanced the pod coil through the microcatheter and into the target vessel. However, the pod coil was not taking its intended shape. Therefore, the physician decided to retract the pod coil to reposition it. While retracting the pod coil, the physician experienced resistance and subsequently, the pod coil unintentionally detached within the microcatheter. Therefore, the physician used a syringe to successfully flush the detached pod coil into the target vessel. The procedure was completed using pod packing coils (pod pcs) and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned pod coil confirmed that the embolization coil was detached. Evaluation revealed that the pusher assembly was fractured, and the pull wire was retracted out of the distal detachment tip (ddt). This damage likely contributed to the embolization coil detachment. If the pod coil is retracted against resistance damage such as a kink and subsequent fracture may occur. Upon separation of the two fractured segment, the pull wire may become retracted out of the ddt, and result in the embolization coil detaching from the pusher assembly. Further evaluation revealed pusher assembly kinks throughout its length. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.